Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the reporter, on 12/14/2025, the patient experienced a skin reaction with rash and eczema under the entire patch area. The patient consulted a skin allergy clinic. There it was confirmed that the patient experienced a contact allergy to the dexcom g6 adhesive and acrylates. Therefore, the patient has difficulty continue to use the sensor. There was no photo provided. There was no treatment documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.